Manufacturer narrative:
The device was found to have intermittent act button due to flattened dome switches. There was a cracked belt clip slot noted, cracked reservoir tube lip, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states their act button is not working and sticking. The customer states that during priming, it will not stop. The customer's blood glucose at the time was in the 300mg/dl. The customer states they might have dropped the device. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.